Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure the copilot valve was not functioning and was tighten; however, the valve keep leaking blood. The same valve was used through the entire procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The reported leak / splash issue appears to be related to a potential product quality issue. Further investigation will be performed, and corrective actions will be taken, as required. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Correction to h6 - adverse event problem: investigation findings 3221 was removed. Investigation conclusions 4315 was removed.